Event description:
I got the essure from bayer in 2008 soon after that I was in pain, lost a lot of weight, no vitamins in my body, couldn't even walk, headaches, back pain, hip pain, neck pain. Numbness, asthma, copd, sleep apnea, insomnia, numbness, fibromyalgia. The right side of the essure migrated out. How to get a hysterectomy and essure removed. Memory loss, dizziness, fatigue. I do not believe bayer should be able to do the essure anymore and it should be banned. Bayer should be responsible for their actions. Thank you (B)(6).